Event description:
Cutaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("right coil had migrate into the fallopian tube causing perforation/migration on the right"), uterine perforation ("perforation on the left/pierced my uterus and punctured my intestine") and small intestinal perforation ("pierced my uterus and punctured my intestine/migration of essure device location of device: intestine") in a (B)(6) female patient who had essure (batch no. 626223, 627439) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: she had no neck stiffness, no pain with flexion or extension of the neck and no pain with rotation. Concurrent conditions included migraine, headache, general body pain, intermittent fever, asthma, difficulty breathing, rhinorrhea, myalgia, eye redness and nasal congestion. Concomitant products included paracetamol (tylenol regular). On (B)(6) 2008, the patient had essure inserted. On the same day, the patient experienced complication of device insertion ("procedure failed due to loss of visualization secondary to a large amount of leakage only the right tubal ostia was inserted/two essure devices were used, both failed") and systemic leakage ("procedure failed due to loss of visualization secondary to a large amount of leakage only the right tubal ostia was inserted"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), uterine perforation (seriousness criteria medically significant and intervention required) and small intestinal perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation had not resolved and the uterine perforation, small intestinal perforation, complication of device insertion and systemic leakage outcome was unknown. The reporter considered complication of device insertion, fallopian tube perforation, small intestinal perforation, systemic leakage and uterine perforation to be related to essure. The reporter commented: she underwent her second essure implant attempt for her left tubal ostia. Two essure devices were used, both failed, and procedure was terminated, leaving her with only one essure coil in her right tubal ostia. She is currently investigating removal options, as she has not yet been able to undergo surgery to remove the essure micro-insert. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: failure to occlude (close) fallopian tubes. Most recent follow-up information incorporated above includes: on 5-jul-2018: pfs received. New events added- pierced my uterus and punctured my intestine and pierced my uterus and punctured my intestine/migration of essure device location of device: intestine. Concomitant diseases added. On 12-jul-2018: fup 2 and fup 3 processed together. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('right coil had migrate into the fallopian tube causing perforation/migration on the right/migrated essure coils./right essure noted mid to distal tube'), uterine perforation ('perforation on the left/pierced my uterus and punctured my intestine'), gastrointestinal injury ('pierced my uterus and punctured my intestine/migration of essure device location of device: intestine') and appendicectomy ('appendix removed') in a 31-year-old female patient who had essure (batch no. 626223, 627439) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal bleeding. She ahd no neck stiffness, no pain with flexion or extension of the neck and no pain with rotation. Concurrent conditions included migraine, headache, general body pain, intermittent fever, asthma, difficulty breathing, rhinorrhea, myalgia, eye redness, nasal congestion and paratubal cyst. Concomitant products included paracetamol (tylenol regular). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced complication of device insertion ("procedure failed due to loss of visualization secondary to a large amount of leakage only the right tubal ostia was inserted/two essure devices were used, both failed") and systemic leakage ("procedure failed due to loss of visualization secondary to a large amount of leakage only the right tubal ostia was inserted"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria hospitalization, medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), gastrointestinal injury (seriousness criteria medically significant and intervention required) and pelvic pain ("lower pelvic pain") and underwent appendicectomy (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation had not resolved and the uterine perforation, gastrointestinal injury, appendicectomy, complication of device insertion, systemic leakage and pelvic pain outcome was unknown. The reporter considered appendicectomy, complication of device insertion, fallopian tube perforation, gastrointestinal injury, pelvic pain, systemic leakage and uterine perforation to be related to essure. The reporter commented: she underwent her second essure implant attempt for her left tubal ostia. Two essure devices were used, both failed, and procedure was terminated, leaving her with only one essure coil in her right tubal ostia. She is is currently investigating removal options, as she has not yet been able to undergo surgery to remove the essure micro-insert. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: failure to occlude (close) fallopian tubes; on (B)(6) 2016: right essure noted mid to distal tube, left essure coiled, possible through. Lot number: 626223, manufacture date: 2007/11 and expiration date: 2009/10. Lot number: 627439, manufacture date: 2008/06 and expiration date: 2010/06. Most recent follow-up information incorporated above includes: on 14-jun-2021: mr received- new reporter were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("right coil had migrate into the fallopian tube causing perforation/migration on the right"), uterine perforation ("perforation on the left/pierced my uterus and punctured my intestine"), gastrointestinal injury ("pierced my uterus and punctured my intestine/migration of essure device location of device: intestine") and appendicectomy ("appendix removed") in a 31-year-old female patient who had essure (batch no. 626223, 627439) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: she ahd no neck stiffness, no pain with flexion or extension of the neck and no pain with rotation. Concurrent conditions included migraine, headache, general body pain, intermittent fever, asthma, difficulty breathing, rhinorrhea, myalgia, eye redness and nasal congestion. Concomitant products included paracetamol (tylenol regular). On (B)(6) 2008, the patient had essure inserted. On the same day, the patient experienced complication of device insertion ("procedure failed due to loss of visualization secondary to a large amount of leakage only the right tubal ostia was inserted/two essure devices were used, both failed") and systemic leakage ("procedure failed due to loss of visualization secondary to a large amount of leakage only the right tubal ostia was inserted"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), uterine perforation (seriousness criteria medically significant and intervention required), gastrointestinal injury (seriousness criteria medically significant and intervention required), appendicectomy (seriousness criterion medically significant) and pelvic pain ("lower pelvic pain"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy), surgery (hysterectomy with bilateral salpingo-oopherectomy) and surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation had not resolved and the uterine perforation, gastrointestinal injury, appendicectomy, complication of device insertion, systemic leakage and pelvic pain outcome was unknown. The reporter considered appendicectomy, complication of device insertion, fallopian tube perforation, gastrointestinal injury, pelvic pain, systemic leakage and uterine perforation to be related to essure. The reporter commented: she underwent her second essure implant attempt for her left tubal ostia. Two essure devices were used, both failed, and procedure was terminated, leaving her with only one essure coil in her right tubal ostia. She is is currently investigating removal options, as she has not yet been able to undergo surgery to remove the essure micro-insert. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: failure to occlude (close) fallopian tubes lot number: 626223 manufacture date: 2007/11 expiration date: 2009/10 . Lot number: 627439 manufacture date: 2008/06 expiration date: 2010/06 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 10-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of fallopian tube perforation ('right coil had migrate into the fallopian tube causing perforation/migration on the right/migrated essure coils/right essure noted, mid to distal tube'), uterine perforation ('perforation on the left/pierced my uterus and punctured my intestine'), gastrointestinal injury ('pierced my uterus and punctured my intestine/migration of essure device location of device: intestine') and appendicectomy ('appendix removed'). In a 31-year-old female patient who had essure (batch no. 626223, 627439), inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included: vaginal bleeding. She ahd, no neck stiffness, no pain with flexion or extension of the neck and no pain with rotation. Concurrent conditions included: migraine, headache, general body pain, intermittent fever, asthma, difficulty breathing, rhinorrhea, myalgia, eye redness, nasal congestion and paratubal cyst. Concomitant products included: paracetamol (tylenol regular). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced complication of device insertion ("procedure failed, due to loss of visualization. Secondary to a large amount of leakage only the right tubal ostia was inserted/two essure devices were used. Both failed") and systemic leakage ("procedure failed, due to loss of visualization secondary to a large amount of leakage only the right tubal ostia was inserted"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria hospitalization, medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), gastrointestinal injury (seriousness criteria medically significant and intervention required) and pelvic pain ("lower pelvic pain") and underwent appendicectomy (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation had not resolved. And the uterine perforation, gastrointestinal injury, appendicectomy, complication of device insertion, systemic leakage and pelvic pain outcome was unknown. The reporter considered appendicectomy, complication of device insertion, fallopian tube perforation, gastrointestinal injury, pelvic pain, systemic leakage and uterine perforation to be related to essure. The reporter commented: she underwent her second essure implant attempt for her left tubal ostia. Two essure devices were used, both failed. And procedure was terminated. Leaving her with only one essure coil in her right tubal ostia. She is currently, investigating removal options. As she has not yet been able to undergo surgery to remove the essure micro-insert. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on an unknown date, results: failure to occlude (close) fallopian tubes; on (B)(6) 2016, right essure noted, mid to distal tube, left essure coiled, possible through. Lot number#: 626223, manufacture date: 2007/11, expiration date: 2009/10; lot number#: 627439, manufacture date: 2008/06, expiration date: 2010/06. Quality safety evaluation of ptc: no defect could be confirmed, by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations, during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 29-nov-2021, quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('right coil had migrate into the fallopian tube causing perforation/migration on the right/migrated essure coils./right essure noted mid to distal tube'), uterine perforation ('perforation on the left/pierced my uterus and punctured my intestine'), gastrointestinal injury ('pierced my uterus and punctured my intestine/migration of essure device location of device: intestine') and appendicectomy ('appendix removed') in a 31-year-old female patient who had essure (batch no. 626223, 627439) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal bleeding. She ahd no neck stiffness, no pain with flexion or extension of the neck and no pain with rotation. Concurrent conditions included migraine, headache, general body pain, intermittent fever, asthma, difficulty breathing, rhinorrhea, myalgia, eye redness, nasal congestion and paratubal cyst. Concomitant products included paracetamol (tylenol regular). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced complication of device insertion ("procedure failed due to loss of visualization secondary to a large amount of leakage only the right tubal ostia was inserted/two essure devices were used, both failed") and systemic leakage ("procedure failed due to loss of visualization secondary to a large amount of leakage only the right tubal ostia was inserted"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria hospitalization, medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), gastrointestinal injury (seriousness criteria medically significant and intervention required) and pelvic pain ("lower pelvic pain") and underwent appendicectomy (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation had not resolved and the uterine perforation, gastrointestinal injury, appendicectomy, complication of device insertion, systemic leakage and pelvic pain outcome was unknown. The reporter considered appendicectomy, complication of device insertion, fallopian tube perforation, gastrointestinal injury, pelvic pain, systemic leakage and uterine perforation to be related to essure. The reporter commented: she underwent her second essure implant attempt for her left tubal ostia. Two essure devices were used, both failed, and procedure was terminated, leaving her with only one essure coil in her right tubal ostia. She is currently investigating removal options, as she has not yet been able to undergo surgery to remove the essure micro-insert. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: failure to occlude (close) fallopian tubes; on (B)(6) 2016: right essure noted mid to distal tube, left essure coiled, possible through. Lot number: 626223, manufacture date: 2007/11, expiration date: 2009/10. Lot number: 627439, manufacture date: 2008/06, expiration date: 2010/06. Most recent follow-up information incorporated above includes: on 14-jun-2021: mr received- new reporter were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("right coil had migrate into the fallopian tube causing perforation/migration on the right"), uterine perforation ("perforation on the left/pierced my uterus and punctured my intestine") and gastrointestinal injury ("pierced my uterus and punctured my intestine/migration of essure device location of device: intestine") in a 31-year-old female patient who had essure (batch no. 626223, 627439) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: she ahd no neck stiffness, no pain with flexion or extension of the neck and no pain with rotation. Concurrent conditions included migraine, headache, general body pain, intermittent fever, asthma, difficulty breathing, rhinorrhea, myalgia, eye redness and nasal congestion. Concomitant products included paracetamol (tylenol regular). On (B)(6) 2008, the patient had essure inserted. On the same day, the patient experienced complication of device insertion ("procedure failed due to loss of visualization secondary to a large amount of leakage only the right tubal ostia was inserted/two essure devices were used, both failed") and systemic leakage ("procedure failed due to loss of visualization secondary to a large amount of leakage only the right tubal ostia was inserted"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), uterine perforation (seriousness criteria medically significant and intervention required), gastrointestinal injury (seriousness criteria medically significant and intervention required), pelvic pain ("lower pelvic pain") and appendicectomy ("appendix removed"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy), surgery (hysterectomy with bilateral salpingo-oopherectomy) and surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation had not resolved and the uterine perforation, gastrointestinal injury, complication of device insertion, systemic leakage, pelvic pain and appendicectomy outcome was unknown. The reporter considered appendicectomy, complication of device insertion, fallopian tube perforation, gastrointestinal injury, pelvic pain, systemic leakage and uterine perforation to be related to essure. The reporter commented: she underwent her second essure implant attempt for her left tubal ostia. Two essure devices were used, both failed, and procedure was terminated, leaving her with only one essure coil in her right tubal ostia. She is is currently investigating removal options, as she has not yet been able to undergo surgery to remove the essure micro-insert. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: failure to occlude (close) fallopian tubes most recent follow-up information incorporated above includes: on 18-jul-2018: new pfs received- new event lower pelvic pain , appendix removed added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.